Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Upon reassessment of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
No further information at the time of this report.

Event description:
It was reported by patient¿s legal counsel that patient underwent left hip arthroplasty that was subsequently revised approximately two (2) years later due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00783. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.